Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotentials oversensing. It was noted that on the same day, an ambulatory follow-up was performed, and the sensing vector was not changed, as suggested by the automatic setup. All the sensing vectors have been acquired in different posture changes and provocative maneuvers. The primary vector has been maintained but the cutoff has been increased and smart charge has been raised to its maximum value. The patient will be monitored via latitude once per week and in the scheduled follow-ups. This s-ICD remains in service. No adverse patient effects were reported.